Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 22.2 mmol/l on mobile meter(system 1) and 9.0 mmol/l performa meter(system 2). No death or serious injury reported. Customer believes perform meter is performing as intended; will not be returning. No product return requested.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Device was not requested to be returned